Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was stuck and it was getting stuck button alert. Customer's blood glucose value was 102 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen. Customer states the button was not unresponsive during an easy bolus attempt. Customer states the buttons are not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Insulin pump received with severely pillowed keypad overlay. (B)(4).